Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three prostyle devices after an aortic thrombus interventional procedure with an 8f sheath. Reportedly, the devices were successfully flushed; however, there was no flow from the marker lumen due to patient's obesity. This occurred with the first and second prostyle devices. For the third prostyle device, it pushed in deep to get flow from marker lumen. During step 4, the device was unable to be removed from the anatomy. An angiogram showed that the sheath was bent at 90 degrees. A surgical cutdown was performed to remove the device. During removal, it was noted that the suture and formed knot were still attached to the o-ring. Surgery was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.